Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a communication or transmission issue was observed on the implantable cardiac monitor (icm). It was unknown whether the origin of the issue was due to the icm or the patient's mobile app. There were no patient consequences.